Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches sent as two devices were involved in this event. See also medwatch #2210968-2008-00895. The same patient is represented in each medwatch.

Event description:
It was reported that at about five to ten minutes into a gynecological procedure, the surgeon indicated that the device became extremely dull from use because the grasper was taking bites that were too large. The uterus was 1800 grams and the surgery took two hours to morcellate the uterus. The case was finished with a different type of morcellator.